Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer did not know her expected blood glucose test result range. At the time of the call the customer reported feeling symptoms of being thirsty, tired and sleepy. Medical attention was not needed at the time of the call. During the call a back to back blood test was performed by the customer non-fasting and produced test results of 594 mg/dl and 555 mg/dl using the meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 06/15/2019 and open vial date is one week. The meter memory was reviewed for previous test result history: (B)(6).